Event description:
While the dr was inducing the pt, tried 4 catheters with no resultant readings. Dr stated that he could no longer infuse pitocin without having a reading so he took the pt for a c-section. This was as a result of the unk status of the pitocin on the contractions. No pt injury associated with this event.